Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was 308 mg/dl. The customer reported that the insulin pump screen wasn't responding to buttons. It was reported that they had keypad anomaly and then a frozen display. The troubleshooting was performed and was advised to insert new aa battery and display returned after pump restart. Customer stated that there was no response from any button. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector on electrical board was unlock during visual inspection. Device time clock functioning properly noted. No frozen screen anomaly.